Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound scope's biopsy needle had difficulty passing through the operating channel causing a delay of 30 minutes or greater under sedation. The unspecified diagnostic procedure was completed using the same device and no further patient harm was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6 medical device problem code and component code. The device was returned to olympus for inspection and the reported failure was confirmed. Olympus was able to determined the following cause:due to damage on ch-tube, forceps cannot be inserted. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.